Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the software was updated for this subcutaneous implantable cardioverter defibrillator (s-ICD), device memory showed zero untreated events, 121 treated events with zero shocks delivered. Review of stored device memory noted a potential device data read anomaly related to potential telemetry interference. No adverse patient effects were reported. This product remains in service.